Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patients were not crossing over. A technical support specialist (tss) emailed the customer informing that the whole facility pyxis network was not working, all offline on the remote support service (rss) but the hospital information technology (hit) confirmed that the network was okay. After that a field service engineer (fse) checked the console, confirmed that the station was communicating properly, and the customer was advised to review meditech settings. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, patients were not crossing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.